Event description:
The facility reports the pt was being transferred to the bed when the sling clip broke, causing extra pressure on the pt's right side. The pressure resulted in a pinch on an old abdominal wound, causing the area to bleed slightly. No other injuries were reported.